Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Reference the otv-s400 instruction manual instructions for use and advised: e222 & e224 camera head communication error. Camera head communication is failed. Advised contact in the future not to hot swap scopes, power down to remove and install scopes in light source. Also, error must be cleared before trying an additional scope or it will appear additional scope has same error. Referenced the otv-s400 technical guide listed on es-web and advised olympus corporation of the americas rep: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope. And to: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Also verify the video connector socket is free of debris on the processor

Event description:
It was reported the video system center had the camera head communication error code e224. The issue occurred during preparation for use for an unspecified procedure. A delay is mentioned however it is unknown how long it was. Patient was not under general anesthesia at the time. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction of camera head communication error code e224 was not confirmed. Based on the results of the investigation, the suggested event indicates the error code that was displayed when detecting communication abnormalities with scopes (generally due to a central processing unit failure). However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Procedure was completed with a similar device after an unspecified delay.